Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified solution, via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of a unspecified chemotherapeutic agent. After an unspecified length of time, backflow of solution from the secondary solution container into the primary solution container was noted. The customer contact reported that solution in the primary container was then delivered to the pt to ensure that the pt received all of the chemotherapeutic agent. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided, including if the primary solution container was hung lower than the secondary solution container.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.